Manufacturer narrative:
A ge service representative performed an onsite investigation. The single board computer (sbc) assembly was evaluated and identified as requiring replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system intermittently self-rebooted and exhibited intermittent system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of the system was rebooting itself. Fse determined the cause of the problem to be a faulty sbc (single board computer). The single board computer provides primary control of the entire imaging system. It interfaces with every major assembly in the workstation, and communicates with intelligent devices in the generator through the arcnet controller on the system interface pcb. A faulty sbc can cause the system to shut itself down. This system has the old obsolete sbc, so in order to fix it, an sbc upgrade is required, which requires replacing other obsolete hardware. The customer did not approve this service so the issue was not resolved. Based on the age of this system (manufactured in 2001), this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used, and therefore is not a malfunction.